Event description:
The field engineer reported that the left monitor would not work at start-up but then did after the system was rebooted. This resulted in an intermittent loss of live image. There is no report of patient injury.

Manufacturer narrative:
Age service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.